Manufacturer narrative:
One actual sample was received at the plant for evaluation. Visual inspection on the returned unit noted the fill port cap was malformed. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted for all of the provided lots and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a small volume infusor had a crack on the fill port. This event was noted before use of the device. There was no patient involvement. No additional information is available.